Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that for the last couple months pt's ins hasn't been holding a charge as long as it used to and it's progressively worsening with time. Caller stated pt now has to charge about once a day now. Caller also said pt has been experiencing "different things". Patient services (ps) understood this as pt is experiencing other issues with the device in addition to increased frequency of charging. Ps attempted to clarify what caller meant by that statement and caller said they don't really know, but pt's hcp just recommended that the ins be checked out by a mdt rep due to the age of the device. Caller stated pt's hcp is now dr. (B)(6). Ps emailed mdt field reps for visibility.